Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the pt charged thursday and then it died on friday real quick. The pt went to recharge the ins friday night and they charged it but it would not turn on; when asked to clarify the pt said they got the message terminated on the controller but it's not terminated because they cough, they could feel a tingle or if they move it still jolts them. Pt said it was not constant and they were hurting. When the pt was in their kitchen before they started charging friday night the ins stimulation gave certain bleeps in their back like spikes. The stimulator was pulsating and when they went to charge it was at 100% charge (agent understood controller battery). Pt noted their stimulation would not turn on or off but it was still on since they felt jolts in certain times going for it was spiking real high. On their controller it said no programs and now during reason for call it said good morning [pt name]; when they unlocked the controller it said settings not available. They had 100% to the controller and 30% on their ins but still terminated. Their programs won't go up or down for nothing worked. They reset the controller and tried to adjust but got nothing. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue and patient service provided patient national answering service phone number and emailed pt physician listings. Patient and technical services (pats) agent further clarifies that the reason for the call appeared to be the patient's stimulation concerns and settings not available message, but when they called in the controller was then on the normal lock screen displaying "good morning [pt name]". Pats agent also clarifies the terminated message described by the patient to be understood as the message typically displayed on the patient controller when charging is stopped by unplugging the recharger or stopping the charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type: programmer, patient product ID 39565-65, serial# (B)(6). Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt once had a manufacturer representative (rep) come out since their system stopped working. The rep came out and said one of their leads broke, this was maybe last year. Pt was laying down since they were hurting so bad.